Manufacturer narrative:
(B)(4).

Event description:
Events related to the difficulty removing the lead and the issue with no setscrew in the header block were determined to not pertain to this implantable neurostimulator (ins). Please refer to regulatory report 3004209178-2015-12372.

Event description:
It was reported that during a replacement of the implantable neurostimulator (ins) that had reached 9 year normal end of service (eos), the wrench was not fitting in the setscrew. After attempting with several wrenches and cleaning with sterile water, the doctor noted that there was no setscrew in the header block. The healthcare provider (hcp) applied some force on the lead and it came out of the old header block but it did not slide out easily. The hcp then attempted to put the lead into the new header block but it would not fit. The lead did not appear to be bent but it was discolored. The hcp attempted to push the lead into the new header of the new ins and it did not fit easily. The hcp could not get the lead to fit all the way into the header. They had 5 electrodes into the top channel of the battery and they wondered if they could leave some electrodes outside of the header block. They tested the impedance and on the 0-7 lead, 1-6 were ok in 600 ohms range and 0 and 7 were >2000. On the 8-15 lead, 9, 10, and 11 were 800 ohms and the others were not in range. The patient was asleep so they could not turn on stimulation. The hcp made the decision to close up for now because the doctor only had consent for the battery replacement. They were going to program with the electrodes that were available and then come back later to replace the leads. It was noted that the hcp had never seen anything like this before. Prior to the replacement all of the impedances were in normal range. The impedance issue did not resolve. During post-op, electrodes 1, 7, 12, 13, 14 and 15 were out of range. The cause of the impedance was because the leads would not fit into the ins after being removed from the existing ins. There were no lead fractures noted. It was noted that the patient still had good coverage using only the working electrodes.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 377760, lot# v010420, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v007201, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v007201, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had not had any issues since the case. She had been seen post-op with no complications.